Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2015 with the following findings: evaluation revealed a crack in the display lens. The display was still able to be viewed clearly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue; the display was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.